Event description:
It was reported that an amx 4 plus reversed quickly while a technologist was driving the mobile unit, resulting in the unit running over the technologist foot. The technologist sustained a bruised ankle and injured toe. The technologist received no medical attention. The concern is for a serious injury if the event were to recur.

Manufacturer narrative:
The ge field engineer (fe) evaluated the unit and found a bad brush on the left drive motor which caused the drive issue. The fe replaced the brush and the reported issue could not be duplicated since then. Additionally, the site verified that the issue has not recurred since the replacement.